Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint; the tip broke off. Root cause is attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The x-rays were reviewed, no fragment identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument´s tip broke off. No part remaining in patient, no adverse consequences for patient, no surgery delay.